Event description:
Discordant sodium and chloride results were obtained on an advia 1800 for one patient. The discordant results were reported to the physician, who questioned them. The same samples were repeated on an alternate instrument and those sodium and chloride results were reported to the physician. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause for the discordant sodium and chloride results was unknown. The fse replaced the reagent probe pipette 1, cleaned the mixer 1 paddle and dilution probe pipette (dpp) probe, aligned the ion selective electrode bowl to the dpp and ran qc. The instrument is performing within specification. No further evaluation of the device is required.